Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error while customer was trying to get back on insulin pump. The customer¿s parent stated that the drive support cap was loose. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with cracked end cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken off reservoir tube lip, cracked reservoir tube and missing end cap sticker. Drive support disk was inspected and no anomaly was noted. Motor error alarm during basic occlusion test and occlusion test due to cracked end cap. Pump passed prime test, excessive no delivery test and displacement test.